Manufacturer narrative:
(B)(4). The asm found that the surgery center indicated there was construction on the floor right above the laser surgical suite and had noticed dust in the laser suite from the construction. It was also mentioned that ansell gloves were used for some of the surgical cases in (B)(6) and possibly for (B)(6) cases. Furthermore there were two new technicians that started in the surgical laser suite. The asm provided training awareness on cleaning techniques/instructions and to follow the protocol of universal cleaning. Furthermore, suggested the ventilation in surgical suite to be changed out. The surgery center indicated there has no more use of ansell gloves used since (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a surgery support, an abbott medical optics (amo) clinical application's support manager (asm) became aware of one patient that had experienced inflammation on left eye (os) eye. Initially it was reported this patient developed diffuse lamellar keratitis (dlk) along with 5 other patients but it was clarified that it was in fact inflammation. A brief description from the surgery center indicated the patient had mild inflammatory deposits on left eye (os).topical steroids were increased to treat the inflammation. There is no loss of best corrected visual acuity (bcva) reported. The dlk cases will be reported separately.